Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 06/21/2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
Please disregard all information submitted in report number 3004753838-2016-04752 as this report was submitted in error as a duplicate. The information in that report has previously been submitted under report number 3004753838-2016-48502.